Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 224 mg/dl. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the customer experienced bg level of approximately 40 mg/dl; cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.